Event description:
It was reported that approximately 103 months after a right total knee replacement procedure, the patient underwent a revision procedure to address right knee pain and a large lateral osteophyte on patella. Revision surgery operative notes were provided. Preoperative and postoperative diagnoses indicated right knee pain following total knee arthroplasty. The surgeon noted that most of her symptoms were likely related to the large patellar osteophyte and lateral tilt, although her polyethylene was subject to recall. Findings indicated her metallic components appeared to be well fixed. She had no appreciable wear on the polyethylene insert, and it was replaced with the same thickness crc insert. The large lateral osteophyte was removed with electrocautery and a micro-oscillating saw. The surgeon performed a slight lateral release to improve her tilt. The patient was awakened and taken to recovery in satisfactory condition. There were no immediate complications. No additional information is available.

Manufacturer narrative:
D10: (B)(6) - 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm. (B)(6) - 02-010-01-0320 - logic femoral ps cem right sz 2. (B)(6) - 02-012-45-2020 - lgc tibial fit tray cem sz 2f / 2t. (B)(6) - 200-02-32 - three peg patella 32mm. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2024-03828. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The reason for the revision reported cannot be confirmed from the information provided but may be the result of patellar osteophyte or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. D1: corrected. D4: corrected. G4: corrected. H6: corrected investigation clinical codes.